Event description:
It was reported that the patient, indicated to be mentally disabled, had "mild" epileptic seizure and/or shocking, "supposedly after pressing a bunch of buttons". The status of the implantable neurostimulator (ins) showed that the device was discharged and already off. It indicated patient needed to consult her healthcare provider (hcp). It was later reported that the patient had a power on reset (por) occur, which was identified with the patient and clinician programmer. When patient was seen, she was convulsing and shaking, "almost like stimulation was up too high". When the device was actually interrogated, the ins was turned off but the patient was still feeling stimulation. After the interrogation, it was noticed that the patient was still programmed on her normal/therapeutic parameters, so they hadn't "randomly" changed. An electrode impedance test was performed and all of a sudden, the patient's leg stopped convulsing. No por code was identified, but the date and time had to be changed. It was stated that an attempt had been made to turn device on or off, but "nothing was working" because of the "call-your-doctor" screen. Additional information received 2 weeks later indicated, the patient was doing "well". It was "believed to be just a por situation" that occurred causing an issue for the patient. The patient was reported to be receiving therapy.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).